Event description:
It was reported that a alert for non-sustained lead noise was observed via merlin.net transmission. Reviews of the egms showed possible p wave oversensing resulting in incorrect non-sustained lead noise detection. Programming changes were recommended. No further information is available.